Manufacturer narrative:
Evaluated 2 open/used reservoirs. Perform visual inspection and found transfer guard¿s needle were not centered. Transfer guard¿s needle were found not parallel to transfer guard body axis, there after pre-fill test found no occluded anomalies. Evaluated 1 open/used reservoir. Perform visual inspection and found transfer guard¿s needle were not centered. Also, performed pre-fill reservoir test per (B)(4) and (B)(4). Found reservoir transfer guard needle occluded. Unable to performed pre-fill test.

Event description:
The customer reported that she was not able to push insulin into the reservoir from the bottle of insulin. The needles on the transfer guard are bent and the insulin would not travel into the reservoirs. She isn't sure of the date but thinks (B)(6) 2017 for the first two it happened to. The customer doesn't remember her blood glucose. The needles on the transfer guard are bent. The reservoir was returned for analysis.